Manufacturer narrative:
As reported the surgeon did not hydrate the patch prior to rolling and insertion. Per the instructions for use the patch should be hydrated for no more than 1-3 seconds just prior to laparoscopic placement. The sample was returned folded in a contaminated state. When unfolded the hydrogel was noted to be sticking together. When the patch was unfolded some of the hydrogel became separated from the patch causing voids in the material. While attempting to place the non-hydrated device it is possible that fluid came in contact with areas of the hydrogel. Inherently, if a dry area of the hydrogel should come in contact with a hydrated area; the dry area will pull moisture from the hydrated area causing the two sides to stick together. An attempt to separate the two sides could result in the hydrogel peeling off of one side of the mesh and sticking to the other side as was observed in the sample evaluation. Based on the information provided and the sample evaluation this complaint is confirmed for use related. The IFU states, ventralight¿ st mesh should be hydrated for no more than 1-3 seconds just prior to laparoscopic placement. If sutures are being placed, attach the sutures to the ventralight ¿ st mesh before hydration. The prosthesis must be rolled immediately after hydration about its long axis (lengthwise) with the bioresorbable coating inside to protect the bioresorbable coating. A minimum sized trocar is recommended for the laparoscopic delivery of ventralight ¿ st mesh. Insert the prosthesis through the trocar using a rigid instrument, such as non-serrated, 5 mm forceps; do not over force the prosthesis through trocar. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution on 02/14/2017. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on (B)(6) 2017 a laparoscopic ipom procedure was performed, using a bard ventralight st hernia patch. As reported the device was rolled without hydration and placed through a 15mm trocar. As reported the hcp was unable to unroll the patch inside the patient and while trying the hydrogel coating detached from the mesh. The patch was removed and the procedure was completed with another bard ventralight st hernia patch. There was no patient injury.